Event description:
It was reported that during an unknown procedure the hp054 handpiece repeatedly does not fit and cannot be installed with the har36. The event occurred during an internal service activities such as calibration. There were no patient consequences.

Manufacturer narrative:
(B)(4) investigation summary: the handpiece was received disassembled and the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.